Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited a voltage alert for remote monitoring disabled. Technical services discussed that this was a false positive explant indicator related to a software update and indicated that a software update is in progress to resolve this. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a voltage alert for remote monitoring disabled. Technical services discussed that this was a false positive explant indicator related to a software update and indicated that a software update is in progress to resolve this. This device remains in service. No adverse patient effects were reported.